Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilation, a 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, the device failed to track the lesion and while the balloon was inflated at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. Visual inspection revealed no damage or irregularity to the device. A pinhole at the distal end of the markerband was found. There was blood and contrast in the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilation, a 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, the device failed to track the lesion and while the balloon was inflated at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was good post-procedure.